Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an anesthetist opened a turbo-ject® single lumen bedside power-injectable PICC during pre-op and discovered two small pieces of rubber in the package. A new kit was opened and used to complete the scheduled procedure. As reported, this foreign matter was discovered prior to use.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, and quality control, of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, an image of one of the pieces of foreign matter in the package was provided along with the complaint notification. This image confirms the presence of foreign matter within the package. Also, a document based investigation evaluation was performed. A review of the device history record shows one related non-conformance was found. One device was reworked back into the lot after foreign matter was discovered loose with in the tray. A review of the complaint database found there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, the root cause is manufacturing related, as the device was delivered to the customer with foreign matter embedded within the package. Although there was a related non-conformance associated with the product lot, no additional complaints have been reported for the lot and no related lots packaged that day have any related non-conformances or complaints associated with these lots. Based on this information, there is no evidence to suggest there are additional non-conforming products in house or in field. We will notify appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.